Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, during insertion of the esheath+ into the patient, difficulty with advancement was encountered. Subsequently, while advancing the delivery system within the sheath, the device became stuck at the blue portion. Force was applied in an attempt to advance the system. As a result, tearing occurred at a site of the sheath other than the seam, leading to vascular dissection and damage to the bioprosthetic valve frame. The delivery system and the sheath were removed together from the patient. The tavi procedure was subsequently performed using a new kit and a dry seal. As the vascular dissection was deemed within acceptable limits on angiographic evaluation, the decision was made to manage the condition with observation. Per medical opinion, the location within the sheath where the delivery system became stuck was considered to correspond to a segment of significant vascular tortuosity and was thought to be consistent with the site at which resistance had been encountered during insertion of the sheath into the patient.